Manufacturer narrative:
Conclusion: the device history record (DHR) and sterilization lot record were reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, with the information available, a conclusive root cause of the mitral valve interaction could not be determined, but the mitral valve vegetation may have been a contributing cause. Medtronic has robust manufacturing controls in place for the prevention and surveillance of infective organisms associated with its devices prior to distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The tissue preparation process utilizes this sterilant solution to inactivate viruses and other microorganisms. The organism type for enterococcus bacteria, which are gram positive non-spore forming rods, has been found to be more susceptible to the effects of the sterilization process than the organism used to validate the sterilization process and it is unlikely that the device was the source of the reported endocarditis. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection, of which enterococcus faecalis is known to be a leading cause. These cases may also be due to introduction of the microorganism during the implant procedure. With the information available, a conclusive cause could not be determined but it was reported enterococcus bacteremia, most likely from the gastrointestinal tract, predisposed the patient to endocarditis. In this event, intravenous (IV) antibiotic medication was prescribed. The cause of death was reported as non-sudden cardiac death due to transcatheter aortic valve endocarditis. It was unknown if an autopsy was performed and the valve was not explanted. Per the physician, the death was probable related to the valve. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. Updated data: b2 to include hospitalization, h6 method, result, conclusion, annex g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added additional imf f02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that two days following discharge from the valve-in-valve implant procedure, also five days following the valve implant, shortness of breath (sob) and dyspnea on exertion occurred. Orthopnea developed and the patient went to the emergency room. A pro-b-type natriuretic peptide (bnp) measure 20,606 with evidence of decompensated heart failure. Acute respiratory failure was also noted. Hypoxia required 3 liters of oxygen was required. A computed tomography (CT) of the chest noted evidence of fluid overload and possible pneumonia. Pleural effusion was noted. A limited echocardiogram noted mild paravalvular leak and acute on chronic heart failure with a preserved ejection fraction. Intravenous medication was provided. Aggressive diuresis and emperic antibodies were administered. A bilateral lower extremity (ble) doppler noted no deep vein thrombosis (dvt). Acute kidney injury also was identified. Upon hospital admission the creatine was 1.83 with a baseline of approximately 1.5. Creatine levels reported between 1.4-1.55. Suspected cardiorenal in the setting of congestive heart failure. No additional treatment provided. Hos pitalization was required for the heart failure and the hypoxia prolonged the hospitalization. The acute on chronic heart failure, hypoxia, and acute kidney injury were considered resolved 3 days following onset. Additional information indicated that approximately 22 days following the implant of the transcatheter valve, at the 1-month follow-up, the b-type natriuretic peptide (bnp) test measured 16.947. The acute kidney injury recurred. The creatine measured 2.22. The baseline was reported as 1.37. The np diuretic was reduced from 40 milligrams to 20 milligrams. Five days later, hospitalization occurred as result of shortness of breath and ¿extreme¿ fatigue. The patient was hospitalized with acute on chronic heart failure. Bnp then measured (B)(4). Intravenous (IV) diuretics were administered. An elevated creatine level of 1.80 was also identified. The hemoglobin measured 9.1 and the following day dropped to 7.6. Melena presented. As result, an endoscopy and colonoscopy were performed. Cameron¿s erosions and gastric polyps were observed. As reported, the hemoglobin rained at 7.5-7.6. Hemoglobin measured 7.2 and two units of blood were transfused and hemoglobin was 9.2. Approximately thirty-two days following the valve implant the hemoglobin measured 8.7 and stayed between 8.7-8.8 at thirty-five days following the valve implant. As reported, chronic esophageal erosions were present. The creatine measured 2.27. Four days later cultures were negative. However, in context, approximately 4 days later the vegetation of the mitral valve was identified. A right heart catheterization was performed and the transcatheter valve endocarditis was also identified. Approximately seven days later the hemoglobin measured 6.9 and 1 unit of red blood cells was transfused. Intravenous (IV) medications also administered. The anemia was not resolved. Approximately fifty-three days following the valve implant procedure the creatine measured 1.91. One day later the patient died. The physician reported that the elevated creatine levels and the anemia events were not related to the valve procedure nor to the transcatheter valve. The physician indicated the heart failure, hypoxia, and acute kidney injury events were possibly related to the valve procedure but not related to the valve. These conditions prolonged hospitalization.

Manufacturer narrative:
Continuation of d10: product ID edwards lifescience valve; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2021; explant date n/a conclusion: the device history record (DHR) and sterilization lot record were reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, with the information available, a conclusive root cause of the mitral valve interaction could not be determined, but the mitral valve vegetation may have been a contributing cause. Medtronic has robust manufacturing controls in place for the prevention and surveillance of infective organisms associated with its devices prior to distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The tissue preparation process utilizes this sterilant solution to inactivate viruses and other microorganisms. The organism type for enterococcus bacteria, which are gram positive non-spore forming rods, has been found to be more susceptible to the effects of the sterilization process than the organism used to validate the sterilization process and it is unlikely that the device was the source of the reported endocarditis. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection, of which enterococcus faecalis is known to be a leading cause. These cases may also be due to introduction of the microorganism during the implant procedure. With the information available, a conclusive cause could not be determined but it was reported enterococcus bacteremia, most likely from the gastrointestinal tract, predisposed the patient to endocarditis. In this event, intravenous (IV) antibiotic medication was prescribed. Heart failure is known potential adverse effects per the device IFU. A relationship of the reported congestive heart failure to the device or procedure could not be determined with the information available, though it was likely related to a patient condition. There was no information to suggest a device quality deficiency that may have caused or contributed to this. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The physician reported that the elevated creatine levels and the anemia events were not related to the valve procedure nor to the transcatheter valve. The physician also indicated the heart failure, hypoxia, and acute kidney injury events were possibly related to the valve procedure but not related to the valve. However, a conclusive root cause of the observed patient symptoms could not be determined from the information available. The cause of death was reported as non-sudden cardiac death due to transcatheter aortic valve endocarditis. It was unknown if an autopsy was performed and the valve was not explanted. Per the physician, the death was probable related to the valve. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. Updated data: a1, b2, b5, d10, g1, h6, conclusion note: the valve-in-valve event is captured in regulatory report # 2025587-2021-01753. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that twenty-two days following the valve implant, an increase of creatine since baseline was observed. The creatine increase was due to the acute kidney injury (aki).

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Note: the tav-in-tav procedure was originally reported in regulatory rep #2025587-2021-01753. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a non-medtronic transcatheter aortic valve (tav) was also implanted in the aortic position. Twenty-seven days following the tav-in-tav procedure, the patient presented for shortness of breath, cough, and weakness. The patient was admitted due to signs of sepsis. Blood cultures were obtained and tested positive for enterococcus faecalis. A transesophageal echocardiogram (tee) was performed on the forty-fourth postoperative day and confirmed endocarditis. Tee showed a large vegetation on the native mitral valve that adhered to the intervalvular fibrosa and extended into the tav frame. Severe mitral valve regurgitation was identified and was consistent with valve leaflet perforation. Normal aortic valve function was confirmed. Intravenous therapy (IV) antibiotic medication was prescribed. It was noted that the patient did not have a history of endocarditis. On the one month, twenty-fourth postoperative day, the patient died. The cause of death was reported as non-sudden cardiac death due to transcatheter aortic valve replacement (tavr) endocarditis.